Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen would not calibrate. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the touchscreen would not calibrate. The customer was sent a proposal for service but service was later cancelled due to no response from the customer. Service was cancelled due to no response to the proposal from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.